Event description:
It was reported that a hole was made on the wrong side of the pt's skull due to misinterpretation of imaging orientation. Further analysis revealed that the imaged were taken improperly, such that the technician did not position the pt to match the selected protocol.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.